Event description:
A pt reported experiencing inaccurate high results with a otbe meter. The pt's blood glucose results were 189mg/dl, 149mg/dl. Tests were done within 2 minutes with a difference of 21%. Pt did not experience any adverse events. No further info has been reported.